Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified vessel. A 2.50mm x 15mm nc emerge® balloon catheter was advanced for dilation. However, upon inflation the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using a 2.50mm x 15mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. There is tip damage. Microscopic examination revealed that the balloon has a pinhole at the distal markerband. Product analysis confirmed the reported event. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. Bsc ID: (B)(4), tw: 4826706.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified vessel. A 2.50mm x 15mm nc emerge® balloon catheter was advanced for dilation. However, upon inflation the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using a 2.50mm x 15mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.